Event description:
A consumer reported that following bilateral intraocular (iol) implant surgeries, his distance vision is wonderful, but near vision is not. The consumer reported that "luminescence appears," and discomfort appears. In the dark hours, he has a headache. The consumer reported he sees the reflection of the lens marks and does not feel he has received the result which was promised to him. The lens for this eye was implanted less than a month ago. His surgeon told him these effects were normal and could appear. The consumer is more dissatisfied with his fellow eye than this eye. The consumer reported color reproduction is different in each eye. The reporter did not provide any contact information for his surgeon; therefore, follow-up was not able to be conducted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The reporter did not provide any contact information for his surgeon; therefore, follow-up was not able to be conducted. (B)(4).